Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed that the pitch up cable was found to be frayed at the distal clevis hub. The cable segment stuck out at wrist. The distal clevis hub did not exhibit any wear. Other cables at wrist were not damaged. Additional observation not reported was grip tips damage. The grip tips exhibited indentations near the edges. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.

Event description:
The prograsp forceps instrument was used during a da vinci surgical procedure, but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.